Manufacturer narrative:
Conclusion: device investigation shows a functional device without failure. Initially received information indicated that diagnostic imaging showed that the electrode array was completely in the cochlea. However, latest information received indicated that 4 basal channels, 9 to 12, were extra-cochlear. Despite requested no additional information could be retrieved. Therefore, it can be assumed that the observed symptoms were most likely due to the active electrode array being partially out of the cochlea. This is a final report.

Event description:
The patient cannot benefit from the ci because the maximum comfort levels (mcl) cannot be set at a level perceived as loud, as he feels pain in the outer ear canal and around the implant housing. The discomfort increases and the dynamic range decreases from electrodes 1 through 12. The external parts have been replaced. In situ measurements are normal and post-operative CT shows the array to be completely in the cochlear. As per additional information received, it was stated in the implant registration card that 1 electrode was extra-cochlear since implantation and fitting records from (B)(6) 2015, indicated that channels 9 to 12 had been disabled as they were extra-cochlear. Despite requested no additional information could be retrieved. The patient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient cannot benefit from the ci because he feels pain in the outer ear canal and around the implant housing. The discomfort increases and the dynamic range decreases from electrodes 1 through 12. The external parts have been replaced. The patient has been re-implanted.